Manufacturer narrative:
Correction: the previous or initial MDR submitted on february 14, 2022 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. This report is submitted on april 14, 2022.

Manufacturer narrative:
This report is submitted on february 14, 2022.

Event description:
Per the clinic, the patient experienced an infection at the implant site (treatment unknown). Further information is being sought from the clinic. The implant remains in-situ.